Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator is only running on battery power. The customer reported the device was in use, but there was no patient harm.